Manufacturer narrative:
Two opened probes were received with no tip protectors, in a bag. Both samples were received with tubing taped to the tip, and one sample was received with the tubing cut off and no radio frequency identification (rfid) tag present. Sample #1 was visually inspected and found to be non-conforming with the needle slightly bent. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and cut, and no noise was observed during testing. The sample was found to be non-conforming for actuation. Sample #1 was then disassembled, and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Gouge marks were observed at the cutting edges and a couple other areas along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (bent needle assembly) was removed the probe was able to actuate. Sample #2 was visually inspected and found to be non-conforming with the needle slightly bent. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and no noise was observed during testing. The sample was found to be non-conforming for actuation and cut. Sample #2 was then disassembled, and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Gouge marks were observed at the cutting edges and a couple other areas along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (bent needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the lot number obtained from the device¿s rfid tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm a noise issue in either of the returned samples. The evaluation does not confirm sample #1 has a cut issue but does confirm sample #2 has a cut failure. The cause of the cut failure in sample #2 are the gouges on the cutting edge of the inner cutter. How and when the cutting edge became gouged cannot be determined from the evaluation and a root cause for the issue cannot be identified. A secondary contributing factor for the cut issue on sample #2 is the observed actuation failure. The evaluation also indicated that sample #1 had an actuation failure. The most likely cause for the actuation failure on both returned samples is from the bent needles and bent inner cutters. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. After the probe was disassembled (bent needle assembly removed), the probe was able to actuate. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The reported noise was not confirmed on either sample, the cut failure was not confirmed on sample #1 and an exact root cause for the damaged cutting edge of sample #2 and the bent needles and the bent inner cutters of both returned samples was not determined from this evaluation. Therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the inconsistent cutting and consistent rattling of the vitrector during the vitrectomy and retinal surgery. The surgeon removed the vitrector from the eye. The surgery was completed after it was replaced with a new one. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).